Event description:
Facility alleges blood leak during dialysis. Chief tech reports blood leak detector alarmed; visible leak noted. Blood neturned. Estimated blood loss > 100cc. Dialyzer and lines replaced. Pt stable pre and post event.